Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with broken belt clip rails. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer did not report symptoms related to high blood glucose. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. The customer stated that the belt clip rails was damaged. Troubleshooting was proceed by the customer for high blood glucose level and for insulin pump under delivering. The insulin pump will be returned for analysis.